Event description:
It was reported that the inflate or deflate port on the internal fecal management system (dignishield) was cracked off. Prior nursing staff the day before had rigged up a way to puncture the site of the port and deflate the balloon, but when they tried this, it did not work. With the assistance of another nurse, they manually felt where the balloon was and if it was still inflated. It seemed to have passively deflated, so it was able to be removed safely without harm to the patient. However, it was a safety risk to have that port crack off and the tube remain in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review could not be performed since no material number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflate or deflate port on the internal fecal management system (dignishield) was cracked off. Prior nursing staff the day before had rigged up a way to puncture the site of the port and deflate the balloon, but when they tried this, it did not work. With the assistance of another nurse, they manually felt where the balloon was and if it was still inflated. It seemed to have passively deflated, so it was able to be removed safely without harm to the patient. However, it was a safety risk to have that port crack off and the tube remain in the patient.